Manufacturer narrative:
Pseudoaneurysm is a known complication that is listed on the labeling of the intera 3000 IFU. The health information provided does not allege a deficiency in the device performance, packaging or labeling. If further information is receieved at a later date, a supplemental report will be filed.

Event description:
It was reported that an intera 3000 hepatic artery infusion pump was explanted. The record of report stated the following: patient was stage 1b intrahepatic cholangiocarcinoma in the lls resected in august 2021 with adjuvant cape x3 months (stopped early for skin toxicity). She had isolated recurrence in seg 4a in 2022 with ablation of that recurrence. She was readmitted to the hospital on (B)(6) 2024 and was found to have a gda (gastroduodenal artery) pseudoaneurysm likely from the catheter insertion site after having hemobilia. On (B)(6) 2024, she underwent embolization of the gda stump. As result the pump is not longer usable. Additionally, she had an indurated area along the lateral aspect of her subcostal incision that is painful with deep respiration and on palpation. Device was explanted on (B)(6) 2024.